Event description:
It was reported that the insertable cardiac monitor exhibited incorrect measurement; the rhythm detected as atrial fibrillation was sinus arrhythmia. No intervention was performed. No patient consequences.